Manufacturer narrative:
A product investigation is in progress.

Event description:
Half of tampon stuck inside- vagina [foreign body in reproductive tract]. Was pulling it out, 1/2 of it got stuck inside [complication of device removal]. Half of tampon stuck (inside) [device breakage]. Case narrative: physician reported via e-mail that when she was removing the tampon, half of it got stuck inside. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Half of tampon stuck inside- vagina [foreign body in reproductive tract] was pulling it out, 1/2 of it got stuck inside [complication of device removal] half of tampon stuck (inside) [device breakage] case narrative: physician reported via e-mail that when she was removing the tampon, half of it got stuck inside. No serious injury reported.